Event description:
Boston scientific crm received info that a sales rep called technical svcs reporting that this pt had been in and out of the hospital for asystole. The sales rep noted the episodes and 4-5 seconds long and pacing spikes can be seen with no capture. The physician revised this lead. The physician thought this would correct the issue, but then the pt experienced another episode and was admitted to the hospital. The sales rep stated the pt's threshold measurements have increased, however, he noted the threshold, sensing and impedance measurements have been within a normal range throughout the events. Further info was received from the sales rep indicating the physician explanted both the device and the lead.

Manufacturer narrative:
Both the mechanical and the electrical performance of the lead under complaint were scrutinized. Particularly with regard to the electrical issues as mentioned in the complaint, the analysis did not show any deviations from the specifications. The cuttings in the outer insulation are most likely due to excessive mechanical stress during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.